Manufacturer narrative:
A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 keys not working. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device has keypad problems. The keypad is unresponsive. The keys are not working. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device has keypad problems. The keypad is unresponsive. The keys are not working. No additional information was provided. There was no patient involvement.